Manufacturer narrative:
The device information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Unable to perform the functional testing due to charge anomaly. Unable to charge due to broken pin number 5. Unit was received with contaminated all pins.

Event description:
The customer reported via phone call that he had issues with the sensors. The customer received lost sensor alarms. The led did not blink on and off for 10 seconds. His sensor and blood glucose levels were off and the insulin pump kept saying his blood glucose level was low. However, when he took his finger stick his blood glucose level was 400 mg/dl. The customer took more insulin to correct the high blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.